Event description:
Received information that pump has stopped all insulin delivery. The customer's blood glucose level was high at the time of reported event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. In addition, t:slim user guide indicates pump is to be used with individuals 12 years and greater; patient is (B)(6) years old.